Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical representative reported that the customer had diabetic ketoacidosis. Customers blood glucose value at the time of incident was 316 mg/dl. The insulin pump will not be returned for analysis.